Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) reached a battery status of elective replacement indicated (eri) after 10 months of implant duration. The device was explanted, replaced and returned to guidant for evaluation for premature battery depletion.